Event description:
It was reported that the glass operator x-ray shield shattered when the dealer field engineer "went from aws to the gantry and rubbed a little the glass lead shield." No injury reported. The operator shield was replaced and once this was completed the system was working as intended.